Event description:
A remstar auto a-flex device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam particles inside the blower kit and a blower foam degradation. Additionally, the service technician also noted the presence of error codes e062 err stuck ramp key, e063 err stuck knob key, e007 err_software, e053 err comp log sem timeout, e055 err therapy queue full and e019 err wdog test. The device was scrapped by the service center after the evaluation was completed.